Event description:
On 22-aug-2025, the user reported that the ilet touchscreen became unresponsive during the fill tubing sequence after a factory reset. A replacement ilet was arranged, and the user will use backup therapy until the replacement arrives. No blood glucose impact or symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.